Manufacturer narrative:
(B)(4)

Event description:
It was reported increased capture threshold and decreased r-wave sensing were observed during a follow-up session. Performing a chest x-ray to confirm possible lead dislodgement was suggested. No other intervention was recommended. The patient condition was stable. No further information is available.